Event description:
On (B)(6) 2014 customer reports that the doctor was performing a wide excision of lesion left arm. When repositioning the needle the distal tip of the carbide needle pad flaked into the wound and was easily manually retrieved. No delay in the case. No x-ray. The scrub watched the piece fall and retrieved it instantly. The piece was matched up to the instrument to ensure no further pieces were missing. No harm done. MFR ref #: 8010168-2015-00001.